Event description:
At 23:55 on (B)(6) 2023, a traveling technician splashed virotrol I class f, lot 116820 on the right eye when the product tube was opened. The event occurred at (B)(6) general hospital in (B)(6) va, USA . The technician rinsed eyes with eye wash for 15 minutes. The technician has the product insert on hand. Bio-rad technical service provided the product safety data sheet and certificate of analysis for the virotrol I class f, lot 116820. On (B)(6) 2023, the technician notified bio-rad that baseline testing for infectious markers was performed at company's occupational health department.

Manufacturer narrative:
The instruction for use (IFU) provided by bio-rad for testing virotrol I, class f indicated the product contains human source materials and should be considered potentially infectious and handled with the same precautions used with patient specimens in accordance with good laboratory practice. Each human serum or plasma donor unit used in the preparation of this product was tested as required by FDA accepted methods. Tests results were non-reactive or negative for evidence of infection due to human immunodeficiency virus, (hiv), hepatitis b virus (hbv) and hepatitis c virus (hcv). Human source materials reactive for viral hepatitis markers and antibodies to retroviruses used to produce this product have been treated to inactivate infectious agents. However, no known test method can assure that products derived from human sources will not transmit infection. It is recommended that this product and all human specimens be handled in accordance with biosafety level 2 practices as described in the united states department of health and human services centers for disease control and prevention (cdc) and national institutes of health (nih), biosafety in microbiological and biomedical laboratories, or other equivalent guidelines. The company address information of the initial reporter was not provided to bio-rad.